Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a part of the balloon got detached from the device when it was inserted during a laparoscopic cholecystectomy. The device was removed and replaced with a new one, however, the same issue occurred. Therefore, a competitor's device was used to complete the operation. Nothing fell/remained in the patient.